Manufacturer narrative:
The affected device was not returned. Batch record was reviewed and no abnormalities found. Samples from inventory were inspected, pictures of each of the mask ports taken, showing they were conforming. Each part was able to fit on the patient port easily. No out of round ports were found. Investigation is inconclusive.

Event description:
The customer alleges that "mask will not attach to the bag." No other details were provided and no patient injury/harm reported.